Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine, dose and concentration not reported, via an implantable pump. The indication for use was non-malignant pain. It was reported that in the last few weeks the patient¿s pain had gotten worse and the patient was in the hospital now. The patient had gone to the hospital because the patient originally thought they had bronchitis and was admitted after being sent via ambulance. The patient was very confused and incoherent. Per the reporter the physician had a hard time waking the patient up and that the patient had an unusual level of morphine in their system which didn¿t make sense. The reporter was wondering if something went wrong with the catheter. The reporter also stated that the patient would take a ¿breakthrough¿ oral med but it wasn¿t everyday only on an emergency basis as needed. The reporter did not know the name of the oral medication. The pump prior to this incident was helping to reduce the patient¿s pre-existing pain and so the patient having return of pain created an inquiry on if something was going wrong. It was noted that the patient¿s healthcare provider was located in (B)(6). The patient was traveling 1.5 hours on way to see their current healthcare provider and if the healthcare provider wasn¿t available when the patient gets there the patient had to come back again. The healthcare provider who used to be closer stopped managing pumps and the reason the patient had to find the healthcare provider she was with now. No further patient complications have been reported as a result of this event.